Event description:
Boston scientific received info that during a routine f/u appointment, it was discovered that this right atrial (ra) lead had dislodged. A revision procedure was performed and the lead was explanted and successfully replaced. No add'l adverse pt effects were reported.